Event description:
My blood sugar escalated over night. Clearly I wasn't getting insulin, but I had no alarms for occlusions. I woke up with a very high glucose level, took a bolus and went back to sleep. When I woke again, I was having heart/chest pains, was vomiting and my blood sugar was too high to measure. So, I called the ems to go to the emergency room. Blood glucose went from mid 100s to above 400- then above 500, based on blood glucose monitor.